Manufacturer narrative:
Further investigation of the customer issue included a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified, this was the sole complaint for this issue. Labeling was reviewed and found to be adequate. Error code 6512, optics systems warning, fluctuation detected, bichromatic check was generated and the customer completed lamp replacement then turned on the instrument and was able to run without optics error. Error code 6512, optics systems warning, fluctuation detected, bichromatic check reoccurred later the same evening. The customer found the lamp cable (wire) was exposed and stated that it appeared slightly burned. It was noted however, that there was no burning smell, smoke, or fire observed by the customer. Abbott instrument service replaced the lamp (with cable) and proceeded to troubleshoot the issue. The technician speculated that the customer had pinched the wire in the lamp housing which caused the cable to fray and be exposed. There have been no additional optics errors or damaged source lamp cable / wires reported on architect (B)(4).

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The field service engineer noticed evidence of fire on the lamp cable while servicing the architect c8000 analyzer. Error code 6512 optics system warning, fluctuation detected, bichromatic check was observed, which is why the lamp was being replaced. No injuries occurred, and no smoke or fire was observed.